Event description:
It was reported that balloon rupture and deflation issues occurred. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, the balloon inflated properly but did not deflate as intended, resulting in rupture upon withdrawal from the vessel. The vessel was not damaged. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture and deflation issues occurred. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, the balloon inflated properly but did not deflate as intended, resulting in rupture upon withdrawal from the vessel. The vessel was not damaged. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 20mm was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion was performed, and it identified the inner lumen was detached 5cm from the bumper distal tip. Microscopic analysis of the balloon cones revealed no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Functional testing was performed, the device was attached to an inflation unit and the inflation liquid was found to be leaking from the tip.